Event description:
It was reported that the patient experienced inadequate stimulation following a non device related surgical procedure on their foot. The patient underwent an implantable pulse generator (ipg) revision procedure, however, adequate stimulation has not been obtained.